Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is .(B)(4) approximate age of device (age of device: 3 days.) Manufacture investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system and no further issue have been reported. The heartmate 3 left ventricular assist system instruction for use lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anti-coagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient observed lactate dehydrogenase (ldh) increase to three times the upper limit of normal (uln) and free hemoglobin 60 mg/dl with concomitant elevation of bilirubin to 6.1 mg/dl. No additional information was provided.